Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin from the heartmate 3 system controller (B)(6) being stuck in the black power cable connector on the mobile power unit (mpu) was unable to be confirmed. The system controller was not returned for analysis, and no log files were submitted for review. A broken pin was confirmed to be stuck in the mpu patient cable¿s black power cable connector and has been addressed under the mpu investigation; however, it was unable to be confirmed to be a broken pin from system controller, serial number: (B)(6). The system controller was to be exchanged. A root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, rev. B is currently available. The heartmate 3 patient handbook, section c ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was on vacation one of the system controller connector pins was broken and stuck in the connector of the mobile power unit (mpu). The patient intended on exchanging their mpu and system controller for the missing pin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.